Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the power pack could not hold a charge. The reported issue was confirmed. A review of the system logs showed that the battery's charge cycle count had exceeded the charge cycle limit. Charge cycles are checked during handle initialization and only advance while on the charger. If the charge cycle limit was exceeded, the power pack will show power pack error and cannot be used clinically. During the investigation a secondary condition of damage to the 44-pin flex cable was detected. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition: the instrument had cracks in the handle housing and the ir shield was damaged. There were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes. The handle was disassembled and the ir shield was visibly damaged. Damage may occur due to rough handling of the device. The product analysis noted evidence that the device was not used as intended. The root cause of the observed damage was misuse of the product. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during corrective maintenance/repair, the device is not working. Display is red. No patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system log analysis indicated that the handle had multiple unknown resets. There were also missing logs present in the total log file. The back handle housing was removed, there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.